Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was continued when the issue happened, and the procedure was completed using fluoroscopy only. Remote service engineer (rse) identified that the system was unable to perform cine imaging. After reviewing the log files, the rse discovered an error message that low load fluro have active. A field service engineer (fse) was visited onsite, and found no additional errors were recorded over the past two weeks. To resolve the issue, fse rebooted the system three times. No failure was identified, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not able to perform cine. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.